Manufacturer narrative:
The lot was manufactured december (B)(4), 2017. The device was received for evaluation. Visual inspection noted a few drops of fluid inside the bag that contained the device. The cause of fluid inside the bag was found to be the untightened blue winged luer cap. A functional test was performed after tightening the blue winged cap luer and no signs of leak were observed. The reported condition of leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked in the pouch from an unspecified location. This was observed during storage, after the infusor was filled at the hospital. There was no patient involvement. No additional information is available.